Event description:
I am the chief medical officer for the transportation security administration. I am reporting loss of connection between medical devices and patient's iphone in two of our employees when in proximity (20 feet in each case) with our detection devices. Both issues occurred in (B)(6) 2024 at (B)(6) airport (cvg). One employee has a pacemaker (medtronic azure xtdrmri model w1dr01). The other employee has a continuous glucose monitor (dexcom g7). The detection device is new and was installed in (B)(6) 2024. It is a walk-through "body scanner" rohde and schwarz qps-201. I have encouraged both employees to report the issue to FDA, and have their physicians do the same. Ref report: mw5158594.